Event description:
It was reported that during a surgery, a malformed helical tether was observed and thus the lead could not be used to implant and properly wrap on the nerve per the surgeon. The lead has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Lead analysis was approved and reviewed. The lead was returned due to reported "mechanical problem - helices deformed or damaged" and this allegation was confirmed. The lead was returned intact. During the visual analysis, the 1st spiral of the anchor tether appeared to be malformed. During the analysis of the positive and negative electrodes, the ribbons appeared to be stretched and the helices were misshaped. This most likely occurred due to the manipulation of the lead during the attempted implant procedure. The anchor tether, white, and green electrodes were mounted onto "fixture, lead training" and no issues were observed. The condition of the returned lead assembly is consistent with the conditions that typically exist following an attempted implant procedure. No other obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that at one point, a good mechanical and electrical connection was present and the lead was attempted to be used. Continuity checks of the lead assembly were performed and no discontinuities were found. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those identified in the manufacturing specifications. Based on findings in pa lab there is evidence to suggest that a device-related anomaly with the returned lead may have contributed to the allegation of helices deformation. No obvious effect was identified on the device performance as a result of the malformed anchor tether spiral. No additional relevant information has been received to date.

Event description:
The lead has been received into analysis however analysis has not been completed to date. No additional relevant information has been received to date.